Manufacturer narrative:
Additional information: h3- device evaluation: lens was returned dry in a micro centrifuge vial with residue on the lens. Visual inspection found the haptic deformed and foreign residue on the lens. Claim# (B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -11.0/1.0/072 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
B4 - corrected to 05-jun-2020 in initial MDR. G4 - corrected to 05-jun-2020 in initial MDR. (B)(4)